Event description:
It was reported that the mps system's pitch actuator mounting pin broke during a pt scan, releasing the detector from its suspending mechanism. Since the detector was released from a 270-degree position and the pt was removed by the technician, no pt contact or injury occurred. The concern is that a serious injury may result if the detector were to fall on a pt.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the retaining ring that holds the pitch actuator mounting in place was released, causing the pin to break. Further investigation revealed that the actuator pin would break while the detector is in its 90 and 270-degree positions, which would preclude contact with the pt. The fe reassembled a new retaining ring and placed the system back in service. Historical review of service record revealed no indications of service activity performed on the system that would potentially lead to the damaged pin. The system's planned maintenance procedure currently provides instructions to verify the pitch actuator's functionality.